Event description:
Customer reported via phone call that insulin pump got caught in the car and bevel that holds clip broke. Customer's blood glucose was 260 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with rattling vibration due to vibrator motor adhesive not adhering. No belt clip received with pump. Unable to verify belt clip anomaly.